Event description:
It was reported that the patient developed left side stimulation. The right ventricular lead perforated through the right ventricle with pericardial effusion. The physician elected to replace the entire system.

Event description:
Customer reported a missed anti-e for a sample tested on the galileo using the 4 cell screening assay. This patient has a history of a previously identified anti-e. The sample was not re-tested on the galileo.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.